Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury.

Manufacturer narrative:
Correction: field h9 has been corrected to reflect that the reported issue is not related to a corrective field action. The medium-large clip applier instrument involved in this complaint has been received and tested by failure analysis. The instrument was analyzed and found to have a cracked clamping pulley on input # 6 (grip). The cracks resulted in a loss of tension of the correlating grip cables in the distal end. The complaint was confirmed by failure analysis. The probable root cause of a damaged clamping pulley is attributed to improper cleaning or sterilization techniques used during reprocessing. Leftover residual chemicals on the clamping pulley can result in cracking at high temperatures of the autoclave. Insufficient flushing/rinsing steps at the end of the cleaning process can also result in cracking.

Event description:
Refer to h11 for follow-up information.